Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Device evaluation: as per initial report, product will not be returned, therefore complaint issue could not be confirmed. Product testing could not be performed. Manufacturing record review: the manufacturing production order was evaluated, and the devices were manufactured within specifications. The units were released according to specification. A search revealed that no additional complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00, 18.5 diopter intraocular lens (iol), got scratched during insertion. It was indicated that there was no adverse event, no surgical intervention or no patient injury in this event. No other information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 02/06/2019. Device evaluation: the intraocular lens (model zcb00) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue on the lens. The returned product was cut in half with a detached haptic. Due to the lens condition the complaint issue as lens scratched could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.